Event description:
The MFR rep reported the pt was experiencing decreased effectiveness of their therapy despite increased doses. The pt's pump was being replaced as it had been implanted since 2000. A study was attempted, but the hcp was unable to aspirate the catheter. During the replacement surgery the catheter drained slowly and the study looked good but the hcp changed the catheter due to the fact that it had been in place since 1996. The distal portion of the catheter was left in place and tied off. The proximal portion of the catheter was damaged during explant so it was discarded. The drug used in the pump morphine sulfate 66 mg/dl. Following replacement the pt was getting good pain relief at 1 mg/day.